Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured 2,196 units of this code-batch. There are 72 units in our stock (36 units requested for analysis). We have received a picture and one open and used sample that show splitting in the thread surface as can be seen in enclosed picture. As there are units in stock, we have requested one box for analysis. We have tested the knot pull tensile strength of the closed samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 1.31 kgf in average and 1.20 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). Additionally, needle attachment strength test has been conducted on the closed sample received from stock in order to discard a faulty needle attachment during manufacturing process that could cause splitting in the thread. The needle attachment strength result fulfils the requirements of the european pharmacopoeia (ep): 1.02 kgf in average and 0.84 kgd in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). We have not found splitting on thread surface on the closed samples received before and after performing tests. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: we conclude that the complaint is confirmed by evidence of the failure in the open sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The customer reported that the suture splits while using. Additional information has not been provided.